Manufacturer narrative:
Additional information: d11 and g5; correction: h6.

Manufacturer narrative:
Additional information: d4 and h4. It was reported that a revision surgery was performed due to infection. All parts were removed and replaced with cement moulds from heraeus. The affected legion oxinium constrained femoral component, legion offset coupler, legion pressfit stem, legion screw distal femoral wedge, legion tibial baseplate and genesis ii constrained insert were not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. The devices were sterilized according to sterilization release documentation from quality control. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. Infection, a potential complication associated with any surgery, can occur and potential causes could include but not limited to contamination, patient reaction, and post-operative healing issue. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Without the return of the actual products involved and no patient medical records available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to infection. All parts were removed and replaced with cement moulds from heraeus. No more information available.

Manufacturer narrative:
It was reported that a revision surgery was performed due to infection. All parts were removed and replaced with cement moulds from heraeus. The affected legion oxinium constrained femoral component, legion offset coupler, legion pressfit stem, legion screw distal femoral wedge, legion tibial baseplate and genesis ii constrained insert, used in treatment, were not returned for evaluation. Therefore a product analysis could not be performed. Our investigation including a review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. The devices were sterilized according to sterilization release documentation from quality control. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. Infection, a potential complication associated with any surgery, can occur and potential causes could include but not limited to contamination, patient reaction, and post-operative healing issue. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Without the return of the actual products involved and no patient medical records available, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary.